Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to oversensing of noise. A new lead was successfully implanted and no additional adverse patient effects were reported.